Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent. The device was not inspected. It was reported that the device was implanted 2 days post its use by date. No patient injury or medical/surgical intervention reported. The device was on consignment at the account. The account have a signed consignment agreement. Monthly stock takes are carried out by the sales rep to monitor short dated/expired stock. Due to an internal stock take at the account, this scheduled stock take for the beginning of august was postponed, hence missing the stock on shelf. No intervention given to the patient as a result of this event. Patient status is good. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.